Manufacturer narrative:
Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. As the serial number is unknown, no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient underwent cataract surgery in the right eye (od) and an intraocular lens (iol) was implanted. The postoperative visual acuity in the od declined from 0.7 to 0.2 within one week. The left eye (os) previously underwent cataract surgery at another hospital, but its current visual acuity is worse than 0.1. Two weeks post-operation, a posterior capsule opacification was diagnosed and treated with yttrium aluminum garnet (yag) laser, but the vision showed little improvement. The patient cannot read small print, has blurred distance vision, experiences significant nighttime glare, and describes daytime vision as hazy as if looking through frosted glass. The account also reported that new eyeglasses are being prepared, and the patient has a follow-up visit scheduled for (B)(6) 2026. Through follow-up, we learned that recently the patient¿s visual acuity has been between 0.5 and 0.6. The patient was diagnosed with astigmatism, which the doctor plans to correct with glasses. No further information was provided. This report is related to the lens implanted into the os. A separate report will be submitted for the iol implanted in the od.